Event description:
This event was reported as valve implanted for approximately 1.5 years and explanted due to aortic insufficiency caused by 1 leaflet not coapting. This leaflet looked shorter than the others. No further info was provided.